Event description:
It was reported a patient infection occurred after the cysto-nephro videoscope was used for a diagnostic cystoscopy procedure. Two days after the procedure was performed, a urine culture was collected. The urine culture was positive for e. Coli with a result of 50,000-100,000 cfu/ml. The patient was hospitalized for treatment. The patient has since recovered and was discharged. It was noted the patient was not a carrier of the bacteria before the procedure. No further patient impact was reported.